Manufacturer narrative:
This additional information is being provided after new information became available.

Event description:
The spouse of the customer called back and provided further details regarding the customer's passing. The customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was heart attack. The caller noted that the customer might have had kidney issues and one (1) collated artery. The caller stated that the customer checked their blood glucose before going to the hospital and it was above 300 mg/dl. The customer's last recorded blood glucose value in the blood glucose meter was 224 mg/dl on (B)(6) 2015. The caller did not know the customer's blood glucose value at the time of death. The customer was not wearing the insulin pump at the time of death; the caller was unsure how long the device had been disconnected. The customer was using sensors, but the caller was not sure if a sensor was worn at the time of death. The caller declined uploading to carelink and declined returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's diabetes clinical manager sent an e-mail stating that the customer has passed away. No further details have been provided. The insulin pump information was not verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Event description:
The spouse of the customer was contacted and they stated that they did not have to give information at the moment. The only information that the spouse provided was that the cause of death was heart related. The customer was impressed with medtronic. The spouse requested not to be contacted again; they will call back when they have time.